Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was hospitalized for the event. On that same day, the pt began treatment for the peritonitis with fortum injection-inj (1 milligram) reflin inj (1 gram) (routes and frequencies not reported) and heparin injection (1000 units in each bags for 3 days) for peritonitis. The cause of peritonitis was unknown. At the time of this report, the peritonitis was resolving and the pt was recovering from the event. On an unreported date, dianeal therapies were withdrawn and the pd catheter was removed. Additional information was requested but is not available.